Event description:
On 07/28/2008 the patient reported receiving e6 (mechanical) errors over the past several weeks. He stated that he normally clears the error by removing and reinserting the battery and then performing the change cartridge procedure. He then uses the up button to extend the piston rod appropriately. He stated that in 2008, he received the e6 error but was unable to extend the piston rod. He stated that the piston rod becomes stuck at the half way point and makes a strange sound. He stated that insulin has been spilled in the cartridge compartment in the past and he allowed the infusion device to dry "for a while." No physiological effects were reported. The patient switched to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.